Event description:
It was reported that after dialysis the pt complained of shortness of breath and burning in the chest. The pt was given oxygen and sat up in the chair when pt's shirt became saturated with blood over the catheter site. A small hole was noted in the arterial tesio catheter. Pt was admitted to the hosp and treated for an air embolus. The catheter was replaced and discarded.